Manufacturer narrative:
Evaluation summary: it was caused due to an overcurrent flowing when the processor was turned on. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
When the processor powers on, the fuse blown. After replacing new fuse, the processor can work well. This event occurred at the time of before use. There was no report of patient harm.